Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4. Updated data: b4,g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by the customer, the cardiosave intra-aortic balloon pump (iabp) unit has a gas loss error. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a gas loss error.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11 corrected field: d4 UDI a getinge field service engineer evaluated the unit and could not reproduce the customer's stated issue. With reviewing log, the fse found no major fault code, but verified multiple gas loss in iab circuit alarms. During the functional testing, fse found that the leak test was out of the manufacturer's requirements and the high pressure regulator had small gouge on were helium tank sits on the tank seal. The fse replaced the high pressure regulator and performed all functional and safety test without any failure of issue. Released to customer and cleared for use. In addition, replacing high pressure regulator had nothing to do with the gas loss in iab circuit.